Event description:
It was reported that the customer's insulin pump began squirting insulin during the manual prime. It was also stated that the insulin pump gave an alarm. Troubleshooting was performed, and found that the drive support cap was protruding. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. The insulin pump also had a missing end cap sticker.